Manufacturer narrative:
Product analysis # (B)(4):¿ equipment used: vis (m-81805) ¿ as found condition: the solitaire fr revascularization device and rebar-18 catheter were returned for analysis within a shipping box and within a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the solitaire fr pusher or marker coil. The stent was found still attached to the pusher. However, the stent¿s non-working length (tear drop) strut was found damaged (broken). The stent¿s remaining non-working and working length struts were found to be in good condition. No damages were found with the rebar-18 catheter hub. The rebar-18 catheter body was found damaged (kinked) at ~22.0cm from the catheter distal tip. No damages were found with the catheter distal tip. ¿ testing/analysis: the broken stent strut was sent out for sem (scanning electron microscopy) failure analysis. Per the sem report, the broken stent strut failed via fatigue at the surface and then overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿kink/damage¿ reports were confirmed. The solitaire fr stent strut can become damaged if the device is advanced/retrieved against resistance. Resistance can be caused by using an incompatible catheter, catheter damage, patient vessel tortuosity, or the user not maintaining continuous flushing. Information regarding whether a continuous flush was maintained was not reported. The patient¿s vessel tortuosity was ¿normal¿, ruling out ¿patient vessel tortuosity¿ as a potential cause. The rebar-18 catheter was found damaged at its distal end. However, it is unlikely that this catheter damage contributed to the reported resistance as the resistance was observed to occur at the proximal end of the rebar-18 catheter. It is likely that the rebar-18 catheter became damage due to handling or return to medtronic for evaluation. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. Per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a mi crocatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was found not compatible with the solitaire fr revascularization device. In this event, it is likely the use of an incompatible catheter contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the solitaire was entering the rebar microcatheter, the physician felt resistance. After a thr ombectomy, it was withdrawn from the body, flushed again, and the solitaire reentered the rebar. The resistance increased so the surgeon withdrew the solitaire and found a crease at the proximal detachment point of the effective section of the solitaire. The solitaire and the rebar were replaced and the procedure was complete successfully. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). The rebar was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. The baseline modified rankin scale (mrs) score was (B)(4) and the post procedure mrs score was (B)(4). The baseline national institutes of health stroke scale (nihss) score was (B)(4) and the post-procedure nihss score was (B)(4). The baseline tici score was (B)(4) and the post procedure tici score was (B)(4). Intravenous tissue plasminogen activator (tpa) was not contraindicated and (B)(4) pass was made with the solitaire. It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was (B)(4) hours. The access vessel was the femoral artery with a diameter of 9mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.